Event description:
On 7/28/96, an infusion of fentanyl was being administered via an epidural infusion pump. The pump was loaded with a new bag at 7:00 am and programmed to infuse at 10cc/hr. On 7/29/96 at 4:15 am, the pump alarmed "bag empty." When the pump was opened, the bag inside was completely full and the pt had not received any medication. The pt had received 4 doses of ativan for agitation/restlessness during the time that the medication had not infused. There is no alarm mechanism built into the pump to indicate the medication is not infusing.